Event description:
It was reported that signal loss for over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. (B)(4) bluetooth pairing test/download was performed and passed. A review of the share logs was performed and gap in logs for serial number (B)(4) within the investigation window.  The allegation was confirmed. The probable cause was determined to be transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).